Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false air in line alarm' which was confirmed through a review of the event history log and reproduced during evaluation. The cause was determined to be an out of specification upper reading and lower reading ultrasonic sensor and failed calibration. The ultrasonic sensor was replaced correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.